Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result was 194.9 pg/ml with a data flag and was reported outside the laboratory. The repeat result was 8.01 pg/ml. Information was provided that the patient was treated based on the initial result, but no further information could be provided. There was no allegation of an adverse event. The reagent lot number was 176452. The expiration date was requested but was not provided. Calibration and qc were found to be acceptable.

Manufacturer narrative:
The field service representative could not determine a cause. He checked the pinch tubing, alignments, aspirations, and other areas of the analyzer which all seemed fine. The customer was using 13 mm tubes without the recommended sample tube rack adapters. A preanalytic issue could not be excluded and the repeat result was acceptable.